Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, after removal of cholecyst, while in use for hemostasis of liver, the tip of the device sparked and slightly melted. Surgeon continued to use the device because this event occurred in the latter half of the surgery. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Damage to the tip of the device was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. Replication of the reported condition may occur when the tip of the device contacts conductive irrigation fluid or other conductive material such as metal, causing a large discharge of energy. The instructions for use (IFU) for the device clearly states in numbers six and seven respectively: "when using electrocautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as condition to do so may compromise discharge of energy from the electrode." And "when using electrocautery, ensure that the electrode is not in contact with conductive irrigation fluid, as this may compromise discharge of energy from the electrode." The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.